Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient experienced severe pain at the ipg site due its location. The pain persists regardless of stimulation being on or off. As a result, the patient may undergo surgical intervention.